Manufacturer narrative:
Device not returned.

Event description:
It was reported that a temperature alarm occurred. Subsequently, a malfunction alarm occurred. Customer's blood glucose ranged from 270-271 mg/dl. The customer reverted to manual injections for insulin therapy.